Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a strata device. It was reported that the device reversed polarity. The shunt was explanted.